Manufacturer narrative:
Concomitant medical products: dtmb1d1 crtd, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement, the left ventricular (lv) lead was found to have loss of capture at any output or pacing configurations. The lead was capped and replaced. No patient complications have been reported as a result of this event.